Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device turned off during patient monitoring when the unit switched to battery power. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and it was noted that the elastomer showed a small cut and housed minor contaminations. An initial battery capacity test resulted in all five of the led indicators illuminating, indicating that the battery was received with a charge capacity of at least 80 percent. Upon evaluating the returned battery, it was found that the battery intermittently failed recognition when installed in the mrx and cadex devices. When recognized by the device, functional testing showed that manual shocks could be successfully administered and subsequently measured within a passing range. Upon conclusion of the evaluation, it was verified that the customer¿s device had powered off due to intermittent connectivity and contamination on the battery. Data from the evaluation was logged and the battery was archived.

Event description:
It was reported to philips that the device turned off during patient monitoring when the unit switched to battery power. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.